Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm and no flow event occurred and the patient expired. The target lesion was located in the left circumflex artery and was treated with five passes of the oad on low speed. Following atherectomy treatment, the left anterior descending artery (lad) shut down due to a vessel spasm and no flow was observed. Balloon angioplasty was performed and a stent was placed to resolve flow to the circumflex, however the rest of the anterior wall remained ischemic. Cardiopulmonary resuscitation was performed, however it was reported that the patient expired.